Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine and bupivacaine via an implantable pump for non-malignant pain. It was reported a volume discrepancy occurred. The patient did not know the volume information. There were no discrepancies reported regarding past refills. The patient stated the doctor's programmer said the pump should have enough medication for weeks but decided to fill the pump anyway and when the doctor went in to fill the pump there was no medication to remove. The patient had withdrawal symptoms and stated it felt like they had the flu. The patient stated this happened 1.5 - 2 years ago, relative to the day of the report, (B)(6) 2019. No further complications were reported or anticipated.